Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition and without its original packaging. Visual inspection was performed at a normal condition of illumination and no discrepancies were detected. Functional testing was performed, the sample was connected to the cadd legacy plus to look for unusual functions. The sample was found to be fully priming and connected without difficulty, the pump was set and running without any alarm activated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that the patient arrived at the oncology center for infuser withdrawal and stated that the "infuser beeped an hour earlier than expected". The reporter indicated that when restarting the pump, using smiths medical cadd cassette reservoir, it exhibited "no reservoir pump it does not work". The reporter also indicated that, after the patient shut off the pump and went to the hospital, the nurse noted that the pump was turned on and 1.7ml was missing. In addition, the reporter also indicated that the pump was replaced but the same error message appeared. No patient consequences were reported. No adverse effects were reported.